Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d2: additional device product codes: hrs. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to depuy synthes, however x-ray were received for review. The x-ray investigation revealed that the screw was bent from the middle distal area. A definitive cause for the failure of the implant cannot be established, it¿s crucial to consider a range of factors that might contribute to the issue. Factors such as the age of the patient, underlying disease, bone density or post-operative care that can affect implant performance. In this case, stress from the patellar tendon forces or from movement during recovery after surgery are the most likely reason for the screw to have bent. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the cancellousscr ø4 full-thr l45 sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 11, 2024, the doctor performed a fulkerson osteotomy to address knee stability in the patient. Prior to discharge, a knee radiograph was requested, revealing that both screws were misaligned along their longitudinal axis. Reintervention was performed the same day. The surgeon reported that both screws bent, compromising the reduction of the osteotomy and necessitating a reintervention. This report is for a 4.0mm cancellous bone screw fully threaded/45mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d4 (primary UDI number), g1. H3 h4 h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed it was bent from the middle distal area threads. A definitive cause for the failure of the implant cannot be established, it¿s crucial to consider a range of factors that might contribute to the issue. Factors such as the age of the patient, underlying disease, bone density or post-operative care that can affect implant performance. In this case, stress from the patellar tendon forces or from movement during recovery after surgery are the most likely reason for the screw to have bent. A dimensional inspection was performed and met specifications. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cancellousscr ø4 full-thr l45 sst would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 206.045-15, lot number: 7048p03, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20-jul-2023, manufacturing site:jabil grenchen. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.